Event description:
During a coil embolization procedure assisted with an enterprise vrd (B)(4) ic cavernous sinus, and after correct placement of the microcatheter (prowler select, details unknown) across the neck of the aneurysm, and while the physician was pulling back the microcatheter in order to place the vrd, he found that the vrd distal markers did not deploy well. Therefore the enterprise system was withdrawn and the procedure was completed using an alternative enterprise (details unknown). There were no patient injuries reported. It is unknown if the microcatheter was also replaced or not. Prior to use, no defect (kink, bends etc) was noted on both the mc and the enterprise by visual inspection. There were no damages noted on the complaint product after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no issues during placement of the enterprise system, and there were no issues between the enterprise and microcatheter that may have contributed to the event. The distal tip of the enterprise was not prolapsed, trapped, or caught between the stent and vessel wall. A jailed technique was used for the procedure. Constant fluoroscopy was performed at all times. Other than the reported event, no other damages were noticed with any other section of the device (separated, fractured, kink, bend, uplifted, etc) or microcatheter. No further information was available, and the complaint product is going to be returned for evaluation.

Manufacturer narrative:
No information regarding the characteristics/size of the aneurysm. The parent vessel was not calcified and mildly tortuous. Other than that there was information regarding the characteristics/size of the parent vessel. Mrs was unknown. There is no information regarding antiplatelet therapy. No information regarding inr, pt, ptt and the occlusion rate of the aneurysm. The devices utilized during the procedure including chikai 14/asahi intec, shuttle sheath/cook, prowler select (catalogue and lot unknown), excelsior sl10, excelsior 1018, v track/terumo (total 3) and ed/kaneka. No further information is available and procedural images are not available. Please note that the event will be reported, additionally provide the following information: the product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a coil embolization procedure assisted with an enterprise vrd (enc452212/10069523) after correct placement of the microcatheter (prowler select, details unknown) across the neck of the cavernous internal carotid artery aneurysm, and while pulling back the microcatheter (mc) in order to place the vrd, the vrd distal markers did not deploy well. Therefore, the enterprise system was withdrawn and the procedure was completed using another enterprise vrd (details unknown). There were no patient injuries reported. It is unknown if the mc was also replaced. There is no information available regarding the aneurysm characteristics or size. The parent vessel was not calcified and moderately tortuous. Vessel diameter is not known. Prior to use, no defects were noted on either the mc or the enterprise by visual inspection. There were no damages noted on the complaint product after the event. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. There were no other issues during placement of the enterprise system, and there were no issues between the enterprise and microcatheter that may have contributed to the event. The distal tip of the enterprise was not prolapsed, trapped, or caught between the stent and vessel wall. A jailed mc technique was used for the procedure. Constant fluoroscopy was performed at all times. Other than the reported event, no other damages were noticed with any other section of the device (separated, fractured, kink, bend, uplifted, etc) or microcatheter. No further information or procedural images are available. One non-sterile enterprise delivery wire and stent which was already deployed was received were received coiled inside a plastic bag. The stent and delivery wire were inspected under the microscope and the very distal section of the delivery wire coil tip was found kinked while the stent presented with no damages. Functional test could not be performed since the introducer tube was not received and the stent was received already deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10069523. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported incomplete expansion during attempted deployment could not be evaluated since the stent was received fully deployed without damages. The cause and timing of the delivery wire damage noted on the returned device as related to procedural use could not be conclusively determined; however, there is no indication that this would have impacted the expansion of the stent. The returned device did not present with indication of manufacturing defects or anomaly contributing to the reported event and the device history records review indicate that the product met specification prior to shipment. It is possible that clinical/procedural factors including vessel characteristics may have contributed; however, based on the available information no conclusion can be made. Therefore, no corrective action will be taken at this time.

Manufacturer narrative:
One non-sterile enterprise was received coiled inside a plastic bag which only contained the delivery wire and the stent, note: the stent was received already deployed. Stent and delivery wire were inspected under the microscope and the very distal section of the coil tip was found kinked while stent presented no damage. Functional test could not be performed due to introducer tube was not received and stent was received already deployed. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10069523. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as 'stent incomplete expansion' could not be evaluated since stent was received already deployed and functional test could not be performed; the cause of the event experienced by the customer and the cause of the damage found on the coil tip could not be conclusively determined, however the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.